Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was stuck on the scrotal skin of patient, impending infection. The ipp pump was explanted and a new pump was implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of infection was not confirmed) via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was stuck on the scrotal skin of patient, impending infection. The ipp pump was explanted and anew pump was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was stuck on the scrotal skin of patient, impending infection. The ipp pump was explanted and a new pump was implanted. .